Manufacturer narrative:
The device has not been received for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction signal cable and the device did not respond to the front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.